Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) p190006.

Event description:
It was reported that a patient contacted their representative to get assistance with increasing their stimulation, because they mentioned they are not getting symptom relief. The patient also expressed that they had an infection at the battery site and had to take 2 different antibiotics to clear the infection. The second antibiotic cleared the infection. The patient mentioned they had drainage, redness, swelling, and hardness in the implant site area at the time of the infection. The representative helped switch the patient's program settings to see if the patient gets better symptom relief. A patient outcome was not reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 supplemental record being submitted for the product investigation conclusion and coding: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "incontinence" and "infection" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient contacted their representative to get assistance with increasing their stimulation, because they mentioned they are not getting symptom relief. The patient also expressed that they had an infection at the battery site and had to take 2 different antibiotics to clear the infection. The second antibiotic cleared the infection. The patient mentioned they had drainage, redness, swelling, and hardness in the implant site area at the time of the infection. The representative helped switch the patient's program settings to see if the patient gets better symptom relief. A patient outcome was not reported.